Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they were unable to enter numbers into their insulin pump. Customer stated the up and down buttons would be unresponsive. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Unit had intermittent button response due to flatten up and down buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.